Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock due to oversensing. The s-ICD was reprogrammed from the primary to the secondary vector and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock due to oversensing. The s-ICD was reprogrammed from the primary to the secondary vector and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient had received an additional inappropriate shock from their s-ICD. The field suspected friction in the header spring contact as the cause of the reported clinical observations. No oversensing was able to be reproduced by palpating the xiphoid area. Surgical intervention was later performed and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock due to oversensing. The s-ICD was reprogrammed from the primary to the secondary vector and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient had received an additional inappropriate shock from their s-ICD. The field suspected friction in the header spring contact as the cause of the reported clinical observations. No oversensing was able to be reproduced by palpating the xiphoid area. Surgical intervention was later performed and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.